Event description:
Pt implanted with 2 dorsal distal radius locking plates on an unknown date. On (B)(6) 2012, the pt was returned to the operating room for removal of hardware due to dorsal tenosynovitis. During removal, 2 of the screws broke at the level of the bone. The surgeon left the screw shafts in the bone noting that they would not be problematic. This report is #2 of 4 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.